Event description:
It was reported that during a gastric bypas, there was an error code 5. Upon further inspection, the instrument was found to have part of the active blade missing when taken off the sterile field. Case completed with another device of the same product code. Unable to locate blade tip. Per the surgeon, tip was determined to be so small that it would be impossible to try to find.